Manufacturer narrative:
B5: additional information received 11 august 2021 (email): issue discovered before use on patient. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with a contaminated reservoir tank. Old style line cord, enclosure, drain fitting, and pcb (print circuit board) assembly were found. The customer stated problem was duplicated, the pump was noisy. The pump was defective. No action taken due to the age and condition. Device is deemed beyond economical repair and was scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the pump was faulty.